Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2009, the pt underwent a ventral hernia repair with a bard composix e/x mesh. On (B)(6) 2010, the pt had the mesh explanted and subsequently developed a seroma at the wound site requiring add'l surgery.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and no evidence was found of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.